Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that during a catheter placement procedure, the device allegedly had fluid leak. There was no reported patient injury.

Event description:
It was reported that during a catheter placement procedure, the device allegedly had fluid leak. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical sample was not returned for evaluation. One electronic photo was provided for review. The investigation is inconclusive for the reported fluid leak issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo review. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 04/2023).